Event description:
It was reported the epg (external pulse generator) will not turn off at times. An issue with the off button on the keypad was questioned. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard was out of specification. It was also noted that the upper case, lower case and battery drawer were broken and contaminated, the battery release was contaminated, one side bail cover and side bail were missing, the lead flex cover was corroded, the battery contacts were compressed and contaminated, and the battery flex was corroded and contaminated.